Manufacturer narrative:
Pump was received with partially broken off bottom end cap, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 6.6 mmol/l at the time of the incident. The customer stated that the pump fell from her pants. The customer reported that bits and pieces came off from the lower part of her pump. The product was returned for analysis.